Event description:
It was reported that they were having issues with their controller and the issue began a week ago. Patient mentioned when they charged, they controller it wouldn't last and they had to continue charging the controller. Patient had reset the controller numerous times and the controller was 'dead'. When patient used the disc (agent understood this as the recharger) it would take a long time to find the spot. During the call patient denied damages on the recharger and couldn't find the controller charging port. Patient reset the controller. Patient plugged the recharger and controller was black and unresponsive. Patient removed the battery and plugged the ac power. Controller powered on. Patient got no device found. Patient inserted the battery and there was no green flashing light above the screen. Green light displayed on the ac power. The issue was not resolved. An email was sent to the repair department to replace the battery pack. No symptoms were reported. Patient repeated previously documented information and said the controller had been doing okay the past week, then started displaying new alerts when trying to charge their ins. Patient called back and stated that the controller would show a replace battery screen when they try to charge their ins. Patient mentioned that they called a while ago and requested to have the recharger replaced. Agent reviewed previous troubleshooting steps and explained that the battery pack was the determined issue at that point in time. Patient started a charging session and the controller would switch from reposition recharger to the charging screen with excellent quality where the ins was at 50% and the controller at 60%. Patient then mentioned the controller showing the replace controller batteries screen. A replacement recharger telemetry module (rtm) was sent out. Pt called back stating that they got the replacement recharger, however the issue was not resolved. Pt said that they charged the controller up, but the battery lasted 10 minutes before the controller displayed batteries low replace the controller batteries soon when trying to recharge the implantable neurostimulator (ins). A replacement battery pack and controller was sent out. Patient called back stating they received two controllers and none of them worked. Agent explained about the dummy controller and walked the patient through using the new replacement controller. Patient confirmed controlled lit up and seeing battery low- recharge the controller. Patient plugged the wall charger into the controller. Patient confirmed green blinking lights into the controller. Agent asked the patient to keep the controller charging until it's fully charged and call us back if encounter any further issue. Patient called back stating they received the replacement controller and it worked for 1 day and now is no longer working. Patient described seeing "keep try ing" msg. Patient reported batteries screen with controller at 80% and implant at 90%. Patient confirmed therapy was on and in group b. Patient reset the controller and reported no visible damage to device. Patient reported controller did not power on after reset. Patient removed battery pack and connected empty controller to ac power supply; patient confirmed controller powered on. Patient reinserted bp and confirmed green flashing light; patient reported no device found displayed (16). Patient connected the recharger and reported the controller screen went blank and unresponsive. Patient disconnected and reconnected the recharger and reported screen remained blank and unresponsive. Patient connected the controller to the ac power supply (confirmed green light on ac power supply) and reported the screen powered on and no device found again displayed. Patient again connected the recharger and reported the screen again became blank and unresponsive. Patient connected controller to ac power supply and reported no light above the screen. Patient stated, at this point, they are going to send back all of the external components at once for replacement as replacing each individually has not resolved.

Manufacturer narrative:
Product ID m995402a001, serial# (B)(6), product ID 97745, serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745bp, serial# (B)(6). Product type accessory, product ID 97755, serial# (B)(6), product type recharger, product ID 97745nt, serial# (B)(6), product type programmer, patient product ID 97755-s, serial# (B)(6), product type recharger, product ID m995402a001, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient (pt).it was reported that several components had to be replaced charger and remote.battery first then charger and remote finally all replaced together.

Manufacturer narrative:
B5 : updated with additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient (pt). It was reported that although they were redirected to physician to address the issues of getting "no device message and "low battery" message, they didn't need to contact the physician. According to them, instead of replacing all equipment together, it was done one at a time, causing delay in their pain management adjustment. Finally all equipments were sent together and everything is working well.